Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, component code), h11. It was reported that during routine check, the cs300 intra aortic balloon pump (iabp) had an ECG reading problem. There was no patient involvement or harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit was replaced as a precaution. The ECG input and output, as well as pressure, were checked using a minisim test device. No issues were found with the device. The device is functioning according to the manufacturer's protocol. The unit passed all functional and safety checks and was cleared for service.

Manufacturer narrative:
Updated fields: g6, h2. Corrected fields: e3, h6 component code, h11. Note: original iabp cs100; however, this iabp was upgraded to a cs300 intra-aortic balloon pump.

Event description:
N/a.

Event description:
It was reported by customer during routine check that the cs100 intra-aortic balloon pump (iabp) unit had ECG reading problem. There was no patient involvement reported.

Manufacturer narrative:
Due to character limitation in e1 for initial reporter, the full initial reporter is (B)(6). Additional telephone number is (B)(6). A supplemental report will be submitted upon completion of our investigation.